Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the device started to leak air during aspirations. During preparation, and at the start of the procedure, there were no issue with the sheath. After "a few catheter exchanges" air ingress was observed during aspiration when the farawave catheter was placed in the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications occurred. The sheath is expected to be returned for analysis.